Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving fentanyl 8,000 mcg/ml at 2,644 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2016, the patient started to experiencing symptoms of an infection. The patient suffered from an infection after a pump replacement. The patient was septic. According to the office staff, the pump was moved to the opposite side of the patient¿s body. It was later clarified that the pump never moved. The pump was read out on (B)(6) 2016. There were no alarms or anything unusual in the readout. The patient was administered IV antibiotics, and the pump and catheter were removed on (B)(6) 2016. The surgical notes indicated the patient¿s old catheter was broken in two places. The catheter broke with explant. No troubleshooting was performed. The cause of the broken catheter was indicated as the physical removal. The patient¿s status at the time of report was alive ¿ no injury. The issue was reported to have resolved. Refer to MFR. Report number 3004209178-2016-03198 for associated 8637-40 pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-jul-2017 from the patient who reported that in (B)(6) 2016 about a week or more after implant, they called him to the office. He still had bandages on and steri-strips; it wasn¿t completely healed with a few spots still open. They took all of that off and put 4cc in the pump. Seventy-two hours later he was so infected he had to go to the hospital and they took the pump out. He had a gash on his side for 6-7 weeks until it healed. He had to go 9 months without a pump taking oral medication. No further patient complications have been reported as a result of this event.